Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8, g3, h3, h4 the device was returned to olympus for inspection and the customer´s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit failed water leak test due to crack. Based on historical data possible causes include electrical problems such as open circuit, short circuit, or signal loss, mechanical problems such as leakage or seal deformation, and damage or deterioration of parts due to wear and tear between the camera head components without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image/lens was blurry. The issue occurred at the beginning of the therapeutic procedure (ureteroscopy), and the procedure was completed with a similar device without delay. There were no reports of patient harm.